Event description:
On (B)(6) 2025, user called after receiving an ¿unable to proceed¿ alert when attempting a meal announcement. Agent identified the setup was incomplete and advised user to enter their weight. No further assistance was required. Blood glucose (bg) was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.